Event description:
It was reported that "as part of the surgery performed by the surgeon, the round tip of the instrument has broken; no delay in the surgery; no consequences for the patient" (the part that is used to manually screw the threaded rod to the implant).

Manufacturer narrative:
Method: visual inspection; functional inspection; device history review; complaint history review; risk assessment; results: a materials analysis concluded that the device fractured as a result of reversed bending fatigue and rotating bending fatigue. This indicates that the device was experiencing a cantilever load at the time of fracture. The surgical technique of vlift emphasizes that the expander should be perpendicular to the implant during assembly and insertion. If the implant is perpendicular to the expander, this should prevent excessive cantilever loads. It was reported that the expander was assembled perpendicular to the implant. The general IFU for instruments states that the life of the instrument depends on the number of times they are used as well as the precautions taken in handling, cleaning and storage. This event occurred 7 years after this device was released from manufacturing. Mar for previous investigation concluded that the handle broken as a result of fatigue, in a combination of reversed bending and rotating bending modes. Conclusion: based on materials analysis the plausible root cause of the reported event is fatigue resulting from a user applied cantilever load.

Event description:
It was reported that "as part of the surgery performed by the surgeon, the round tip of the instrument has broken; no delay in the surgery; no consequences for the patient" (the part that is used to manually screw the threaded rod to the implant).